Event description:
It was reported that the device was suspected of rapid battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had decreased impedance and loss of capture was seen on electrocardiogram. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. (B)(4). The full lead was returned and analysis found no anomalies. However, the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. There was blood in/on the helix/lobe mechanism, tissue on the helix and visual analysis noted apparent explant damage.